Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in canada. It was reported that the patient had an infection, which was treated with antibiotics for 35 days. As a result, the nodule decreased in size. Specifically, the patient was prescribed cephalexin 500mg, to be taken four times daily. However, it was noted that the cephalexin treatment reduced effectiveness of the patient's gabapentin and baclofen medications. No further information was available.